Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and stylet in lead. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the cathode coil had a break near to terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
The lead was an attempted implant due to placement difficulty. The lead was received for analysis and it was found that the lead was fractured. No adverse patient effects were reported.